Event description:
The customer reported that after hitting prostate calcui the fiber was broken and forward fired at 3085 joules during a prostate procedure. It was reported that the procedure was completed with a second fiber. The pt outcome was not reported.